Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy stent was selected for use. However, when the physician removed the stent protector off, the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the crimped stent found struts 1-13 on the proximal side undamaged, however the remaining struts were severely stretched, distorted and pulled distally over the tip. The stent od (outer diameter) of the undamaged proximal section was measured and was within maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the maximum crimped stent profile for this device measuring 0.0384¿ shows there is no issues to note with the interaction between the two components. A visual and tactile examination found a hypo tube kink 7mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy¿ stent was selected for use. However, when the physician removed the stent protector off, the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.